Manufacturer narrative:
Aesculap inc. Previously reported that a supplier corrective action request (scar) was initiated due to an adverse trend observed for devices exhibiting failure at the thumb-loop assembly joint. The supplier evaluated the malfunction by looking at devices with a lot number beginning with "m." As a result of this analysis, the push rod fixture was redesigned to increase the clearance, which ensured that the fixture appropriately stressed the entirety of the soldering joint. Upon implementing the new fixture, the supplier tested returned non-conforming samples, and verified that the soldering no longer hung up on the new fixture, as had been observed on the previous one. The device was not returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation of the unit was performed and no parts were returned for failure analysis. Therefore, the investigation was not able to confirm a device issue that could be associated with the reported event. An investigation of the device manufacturing records was conducted by the manufacturer for the lot # of the device in question. No non-conformances were reported. All device history records (DHR) are reviewed and released according to documented procedures and a device is not released if it does not meet requirements or is nonconforming. Additionally, historical scrap rates were reviewed with no increase observed in scrap related to the complaint issue. In addition to the redesign of the soldering fixture, the supplier reviewed the work instruction for the torch soldering operation and identified improvement opportunities. The original work instruction was used to better define the soldering process with a more focused emphasis on the following: equipment startup and shutoff operations, clear imagery of acceptable soldered subassemblies, and clarified cleaning operations for components prior to soldering. A second dedicated work instruction was implemented to better define the attribute inspection criteria for the brazing process used for the solder between the thumb loop and rotator block. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. However, based on prior evaluations of complaint devices reported with a failure mode of proximal weld break/separation, this event likely occurred due to inadequacies in the defined production process which limited the device performance. In addition to a supplier corrective action request (scar) being initiated, a corrective action/preventive action (CAPA) was opened by aesculap inc. For further evaluation of the design transfer of this device.

Manufacturer narrative:
If additional information or investigation results become available, a supplemental report will be submitted.

Event description:
It was reported that there was an issue with a prestige grasper. An aesculap technical services (ats) repair order was created after the customer facility contacted ats. Upon receipt of the device, damage at the weld was noted. Further examination found the instrument to be broken at the rotational housing. The last repair date had been documented as january 2019. Additional information was not provided.